Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, stained lcd resilient cover, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer's insulin pump had a button error. The up arrow is unresponsive. Replacing the battery did not resolve the issue. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.